Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported root vital signs monitor yield very high values (148/112, map 124, pr 137) and not in line with patient baseline and/or clinical status 8n: (B)(6) many did spot check vitals on a patient in (B)(6) at 0830 and had bp readings on the root that were very high (148/112, map 124, pr 137) and not in line with patient baseline and/or clinical status. She waited about 3 min. And tried the dinamap, obtaining readings that were more reflective of patient baseline. She waited approximately 3 more minutes and tried again with the root; this time she had readings that were more in line with where the patient had been (103/58, map 73, pr 142), and only slightly higher than the dinamap readings. She did vitals again around noon and checked bp with the root and then the dinamap. Both sets of values were more in line with patient baseline, though the root was still higher (111/73, map 86, pr 152) than the dinamap (unsure exact numbers, but 100¿s/50¿s per rn), particularly the diastolic pressure reading. No patient impact or consequences were reported.